Event description:
It was reported that during a follow-up check, a low pacing impedance alert was noted on the right ventricular (rv) lead. No intervention was performed. A chest x-ray was suggested but it is unknown if it was done. The patient will be monitored. There were no adverse health consequences, the patient was stable.